Event description:
Caller reported that during a routine process they did not observe drops of insulin at the end of the tubing. There was no adverse impact to the customer's blood glucose level. The customer successfully removed air from the cartridge and used room temperature insulin. Technical support assisted the caller in filling and loading a new cartridge on the pump, which resolved the visibility of insulin drops during the ¿fill tubing¿ step, and the caller was able to resume insulin delivery.